Event description:
Healthcare professional reported capsular contracture, baker grade ii and an extracapsular rupture discovered during surgery. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.